Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.00/1.5/075 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2023. Fixed dilated pupil; unreactive to light was observed. The reporter states "from day 1. Pilocarpine used week 1 minimal constriction noted on ffup. Planning to do intracameral dilation. Pred and oftaquix was used post op" . For patients current condition the reporter stated that iop was at 11-13 at all ffups; post op refraction is os plano-0.75 x. Lens remains implanted and pupil is still dilated. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code 4581: unreactive/fixed pupil h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Device code: 1494: off-label use (previous or pre-existing ocular disease that would preclude post-operative visual acuity of 0.477 logmar (20/60 snellen) or better. Claim #(B)(4).